Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, the surgeon started the first firing, however the knife stopped on the halfway. Then the surgeon returned the knife to the initial position. Replaced by a new cartridge, and then re-started the firing from the position of the previous firing stopped. The following firings were successful. No patient injury.